Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group received a report that the s5 roller pump did not run smoothly during maintenance. The customer investigated and identified magnets from the pump cover in the pump head. There was no patient involvement. A sorin group field service representative was dispatched to the facility to investigate. The service representative confirmed that a pump cover magnet was jammed between the roller and the pump head. The pump was returned to sorin group (B)(4) for evaluation. Visual inspection revealed that the tubing guide roller was scored by the magnet. The pump head will be replaced. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. A CAPA (B)(4) has been opened to perform a design change that will address this issue and change order (B)(4) has already been implemented as a correction.

Event description:
Sorin group (B)(4) received a report that the s5 roller pump did not run smoothly during maintenance. The customer investigated and identified magnets from the pump cover in the pump head. There was no patient involvement.